Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile prowler select lp was received coiled inside of a plastic bag. It was inspected and one kink was noted on it as well as the distal body was inspected and several compressed/flat sections were found. The hub was inspected and no anomalies were found. Residues of dry blood were observed on the device. The microcatheter was inspected under microscope and the compressed/flat sections found on the visual analysis were confirmed. An guidewire .014" (cordis - lab sample), was introduced in to the microcatheter from hub, but it was stuck at 73cm from it, when the guidewire was removed from the device residues of dry blood were observed on the guidewire tip. The microcatheter was cut at 78cm from hub due to the rest of the microcatheter was fully saturated of dry blood. Then the guidewire was introduced from the hub and residues of dry blood were expulsed from the device. Aa trufill orbit dcs .010" cordis lab sample was inserted by the hub of the microcatheter and this could be advanced without any resistance or friction until it came out from the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "luer hub - obstructed" was not confirmed during the analysis. However the body shaft was found obstructed. The cause of the obstruction found on the device could be due to the residues of dry blood found inside of the microcatheter. The cause of rest of the damages found in the unit could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported or the damages found in the microcatheter could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile prowler select lp was received coiled inside of a plastic bag. It was inspected and one kink was noted on it as well as the distal body was inspected and several compressed/flat sections were found. The hub was inspected and no anomalies were found. Residues of dry blood were observed on the device. The microcatheter was inspected under microscope and the compressed/flat sections found on the visual analysis were confirmed. A guidewire .014" (cordis - lab sample), was introduced in to the microcatheter from hub, but it was stuck at 73cm from it, when the guidewire was removed from the device residues of dry blood were observed on the guidewire tip. The microcatheter was cut at 78cm from hub and again the guidewire was introduced from the hub and residues of dry blood were expelled from the device, after that no resistance or friction was felt. The other part was also found saturated of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "luer hub - obstructed" was not confirmed during the analysis. However the body shaft was found obstructed. The cause of the obstruction found on the device could be due to the residues of dry blood found inside of the microcatheter. The cause of rest of the damages found in the unit could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported or the damages found in the microcatheter could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Procedural factors appear to be contributed in the event reported and the damages found; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the physician was attempting to coil an un-ruptured 8mm pcom aneurysm, but it was noticed that the .010" 8x33 hydroframe coil would not load into the microcatheter (it was getting stuck in the hub). Then, the microcatheter was checked to make sure it was flushing, and that the coil was properly seated into the hub. After verification, the coil was attempted to be loaded again, but met resistance in the hub once again. The prowler lpes j tip was removed without a guidewire, and a new lpes "j" tip was placed with the aid of the syncro guidewire to complete the procedure. After placing the new microcatheter into the aneurysm, the same hydroframe (8x33) and was able to be placed along with five other coils without incident. A constant and dedicated saline source was utilized at all times with all devices. Initially, the prowler lpes "j" tip (606-s155jx) was placed at the target site with a syncro .014" microwire. The patients suffered no ill effects from this incident.